Manufacturer narrative:
Other applicable components are: product ID 3389s-40 lot# va16yvh serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 3389s-40 lot# va16yvh serial# implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type lead product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension product ID 3708660 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: (B)(6) 2017 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. The system was explanted due to a lack of clinical efficacy. There were no related external/environmental factors relating to the issue and no suspected product deficiencies. The issue was unresolved at the time of this report. No further complications were reported/anticipated. Patient's medical history included myoclonus, chronic osteomyelitis, polycystic ovarian disease, and diagnosis of a functional movement disorder with associated conversion disorder.